Event description:
It was reported that the patient with this inflatable penile prosthesis had bleeding from his scrotum; therefore, he went to an appointment with the urologist and was treated with silver nitrate. After that, the patient stated that he could feel two small stones at the base of his penis. Patient services specialist suggested him it could be the tubing and encouraged him to address all the concerns with the physician. A revision surgery has not been scheduled. No additional information was reported.